Manufacturer narrative:
A review of the device history record could not be conducted since the associated lot number was not provided. The condition reported through this complaint could not be verified since no samples or photos were received for the complainant.

Event description:
Argon (B)(4) (3.5 fr dual lumen) had a dwell time of 3 days. Crack was noticed in the hub of the catheter. Customer stated that nurses are holding the PICC but not the cap. Nurse did not save the product. Hospital policy is not to return product back to manufacturer for evaluation.